Event description:
It was reported to boston scientific corporation that during a vaginal repair procedure using an uphold vaginal support system, the physician successfully threw the needle of the first mesh leg assembly through the pt's sacrospinous ligament. As he attempted to pull the leg assembly through this ligament with the capio device, the needle at the end of the leg assembly detached and was caught inside the capio cage. The physician then removed the entire uphold mesh and completed the procedure with another uphold vaginal support system without any complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The pt is reported to be over 60 years of age. The device has not been rec'd. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for the event. (B)(4).

Event description:
It was reported to boston scientific corporation that during a vaginal repair procedure using an uphold vaginal support system, the physician successfully threw the needle of the first mesh leg assembly through the patient's sacrospinous ligament. As he attempted to pull the leg assembly through this ligament with the capio device, the needle at the end of the leg assembly detached and was caught inside the capio cage. The physician then removed the entire uphold mesh and completed the procedure with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Additional manufacturer narrative: visual analysis of the returned uphold vaginal support system showed that the needle was missing from the blue dilator and confirms the complaint. It was also noted that the lead suture on the blue and white dilator was torn. Visual analysis of the open access capio suturing device showed that the handle was cracked. The probable root cause for the needle detaching was determined to be design. The probable root cause for the cracked open access capio handle and the torn suture could not be determined. (B)(4)